Event description:
It was reported that an asahi sion blue guide wire was used with an unspecified optical coherence tomography (oct) device to treat a 90-99% occluded lesion in the #4 posterior descending branch (pd) in the right coronary artery (rca). After behavior of the devices turned unusual, perforation was observed at the distal segment of the #4pd. Coil embolization was performed and hemostasis was achieved. An unspecified guide wire was newly used for the occluded segment and the procedure was completed with stent deployment. It was informed that the condition of patient was stable.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728 although sion blue is currently marketed in the us, the subject model is sold only outside the us. The reported sion blue was returned for investigation. The returned sion blue was found bent distal to the distal mid solder (set at 20mm from the wire tip to fix the outer coil onto the core wire). The outer coil was found loosened significantly. Under the loosened outer coil, the core-composing twist wire and core wire were exposed. The outer coil was found disarranged proximal to the ball tip, to which an approximately 7mm-long brown foreign object was found adhered and caught by the disarranged outer coil. Fracture was not observed with the outer coil, the twist wire, or the core wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that rotational stress generated with guide wire manipulation might have been locally accumulated to the distal segment of the subject sion blue guide wire when the device wandered into a fine vessel, disarranging the outer coil. As a part of vessel tissue was caught by the disarranged outer coil, perforation took place. Although it was concluded that this event was not attributed to product quality, coil embolization to treat perforation was considered as an additional treatment and therefore a health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]. ~ damage to a vessel, including possible vessel perforation. ~ breakage of the guide wire.